Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board and the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is not report of injury or death associated with the event described in this complaint.